Event description:
Upon insertion of the PICC device,stylet removal was attempted. The stylet was gently pulled out of the device but it snapped off the cap when removal was attempted both times. When this occurred the first time the PICC was removed as it was not in optimal position anyway (lot # 17j039d). When this occurred the second time, the user was able to remove the stylet without the cap and preserve the line (lot # 18c010d).

Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: MDR-2245270-2018-00053; MDR-2245270-2018-00054. The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: this complaint is not confirmed. We received two y-pieces and two separated stylets as samples. Both stylets show some kinks. The bonding inside the y-piece was good and an imprint of the stylet inside the glue was visible. This confirms that the junction of stylet and y-piece had have a good connection. The tensile force of y-piece and stylet is randomly checked. For the involved batches the tensile force was between 5,12 n and 7,87 n and therefore within the specification. As outlined in the product's IFU it is essential to avoid kinking of the stylet. Further, in the product's IFU it is warned regarding stylet withdrawal. If difficulty is experienced stop, let vein rest for a minute and try removal again very slowly. Tests have shown that a bolus of diluted intralipids solution helps to withdraw the stylet easily. Please inform the customer about this. The batch history record was reviewed and did not show any deviations during the production. This is the second complaint for batch 8021630 but the first for 8021745. Regarding stylet problem on code (B)(4) this is the first complaint. A manufacturing fault can be excluded. No corrective action will be taken at this time. However, both vygon germany and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Upon insertion of the PICC device,stylet removal was attempted. The stylet was gently pulled out of the device but it snapped off the cap when removal was attempted both times. When this occurred the first time the PICC was removed as it was not in optimal position anyway (lot # 17j039d). When this occurred the second time, the user was able to remove the stylet without the cap and preserve the line (lot # 18c010d).